Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 977a290 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown note that conclusion code 92 applies to the lead (serial #(B)(4)) and conclusion code 22 applies to the anchor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. The patient reported a lack of coverage with his supraorbital stimulation. The physician did an x-ray and it appeared that the lead protective sheath over the top of the lead had slipped off; the lead appeared thinner than normal. The patient had a revision because the anchor was being exposed so the anchor was removed on (B)(6) 2017. The patient reported good therapy after the procedure. It was noted that another rep saw the patient. Reprogramming was done as an action/intervention taken to resolve the issue. It was unknown if the issue had resolved as of (B)(6) 2017. The patient was alive with no injury. The issue occurred during normal use. The x-ray and an photograph of the anchor site were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.